Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the surgeon transacted the stomach once with the device. The scrub nurse removed the cartridge, swish and reloaded the new cartridge. However, she found the new cartridge does not fit in the jaws because of the blade. A different device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: pan. The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. In addition, a cartridge pan was found lodged inside the channel; it was removed from the channel. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the reverse knife automatic worked as intended.